Event description:
It was reported that a small piece of metal from the tip of an rf probe came off during a shoulder arthroscopy. The piece was retrieved. There was no injury to the pt, however, retrieval of the piece prolonged the surgery.

Manufacturer narrative:
Final investigation showed that the face plate on the distal tip of the device had broken off. The missing piece was returned with the device. When the piece was inspected under a microscope, there were indications of vaporization typical of use. It is likely that as the metal became thinner, breakage occurred.